Event description:
It was reported that during the surgery, staples cannot be fully depressed when installed, resulting in improper installation. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch # u5fa0r. (B)(4). Investigation summary: a photo along with the device was returned for evaluation. This is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a green reload from the top view and the cartridge pan can be seen partially dislodge from right side. This condition likely caused the reported event. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60g reload was returned unfired with 12 double drivers out of position, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged at the proximal end from the right side. No functional test was performed due the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch and no non-conformances were identified as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.